Manufacturer narrative:
The eplex base analyzer serial numbers were (B)(6). The investigation did not identify a specific cause of the event. No analyzer malfunction was observed, and the eplex instruments (serial#: (B)(6) were working within design specifications. Low virus titers can result in the detection of influenza a subtypes without the influenza a matrix. The detection of only the influenza a h3 subtype without influenza a matrix could indicate the presence of a novel or emerging strain not fully targeted by the assay. The issue was consistent with a lower-than-intended target concentration within the sample volume analyzed by the assay. This lot contains a raw material that has been identified as having potential for leaks. No leaks were observed, however small amounts of reagent may not be visible. These issues could not be excluded by the investigation.

Event description:
There was an allegation of questionable results using the gm eplex resp pathogen 2 panel eua for 1 patient on an eplex system. It was reported that influenza a h3 was detected, and there was no signal found for the influenza a target. It was reported that for the repeated test, no targets were detected for influenza a and influenza a h3 targets. The repeated test was performed on eplex base analyzer serial number: (B)(6). The results from the repeated test were believed to be correct.